Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Awaiting return.

Event description:
Patient issue - compartment syndrome: it was reported by the customer that the fms duo was reading low pressure. The surgeon noticed that the knee that was being operated on was filling with fluid and decided to abort the procedure and perform a fasciotomy. The pump will be returned for analysis and repair and then returned to the customer. Per supplemental information: did fasciotomy to relieve pressure. Surgeon believes patient had ¿compartment syndrome¿. Patient has circulation in feet and toes. For further information, call surgeon. Their attorney is telling them to only send in tubing if they can get it back. Added (B)(4) 2013: customer called to clarify that they do not want the pump repaired, only analyzed and returned to them.

Event description:
Patient issue - compartment syndrome: it was reported by the customer that the fms duo was reading low pressure. The surgeon noticed that the knee that was being operated on was filling with fluid and decided to abort the procedure and perform a fasciotomy. The pump will be returned for analysis and repair and then returned to the customer. Per supplemental information: did fasciotomy to relieve pressure. Surgeon believes patient had ¿compartment syndrome¿. Patient has circulation in feet and toes. For further information, call surgeon. Their attorney is telling them to only send in tubing if they can get it back. Added (B)(6) 2013: customer called to clarify that they do not want the pump repaired, only analyzed and returned to them. Also see associated mdrs 1221934-2013-00379 and 1221934-2013-00380

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device was returned and analyzed per customer's request. Visual and functional testing revealed no anomalies and the device functioned as intended. At this point, this device cannot be considered a root cause for the reported event. Further, a review into the depuy mitek complaints system revealed no other complaints for this serial number in the past. From the complaint history, and the based on the information provided, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Patient issue - compartment syndrome: it was reported by the customer that the fms duo was reading low pressure. The surgeon noticed that the knee that was being operated on was filling with fluid and decided to abort the procedure and perform a fasciotomy. The pump will be returned for analysis and repair and then returned to the customer. Per supplemental information: did fasceotomy to relieve pressure. Surgeon believes patient had "compartment syndrome". Patient has circulation in feet and toes. For further information, call surgeon. Their attorney is telling them to only send in tubing if they can get it back. Added (B)(6) 2013: customer called to clarify that they do not want the pump repaired, only analyzed and returned to them. Also see associated MDR's 1221934-2013-00379 and 1221934-2013-00380.